Event description:
The customer stated a female patient complained to them about a false positive architect total b-hcg result on (B)(6) 2024. The initial result was 1688.51 miu/ml and when the patient was tested at another hospital the b-hcg result was negative. The customer repeated the patient¿s sample, and the result was < 1.2 miu/ml (reference range: < 5 miu/ml is negative). On (B)(6) 2024, the patient was tested for b-hcg again by the customer and generated a result of < 1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 62018ud03 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 62018ud03 was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated a female patient complained to them about a false positive architect total b-hcg result on (B)(6) 2024. The initial result was 1688.51 miu/ml and when the patient was tested at another hospital the b-hcg result was negative. The customer repeated the patient¿s sample, and the result was < 1.2 miu/ml (reference range: < 5 miu/ml is negative). On (B)(6) 2024, the patient was tested for b-hcg again by the customer and generated a result of < 1.2 miu/ml. There was no impact to patient management reported.